Manufacturer narrative:
Details of complaint: patient was monitored on bsm-1700 transport device which was docked on the g9 bedside device. Spo2 stopped producing any readings on the primary port. The secondary spo2 port had no issues. ECG and nibp worked as intended. Bsm-1700 showed spo2 module failure. The issue occurred on a post-op patient. No harm or injuries were reported. Investigation summary: device logs and relevant information was investigated by the manufacturer, nkc. The error message originated from the masimo spo2 board, where in-turn nk's bsm-1700 detected and interpreted as spo2 module failure. When in transport mode, the error message is not displayed on the screen. The current bsm-1700 software does not display messages on the basic screen in transport mode. When in standard mode, spo2 module failure message is displayed. Once the module failure occurred, the error will stay until bsm-1700 is power cycled. There are factors that would cause masimo board to detect the spo2 error: 1) failure of the probe and/or connection cord 2) temporally noise inclusion such as electrostatic energy. Although the root cause could not be determined, it is noted in the report that the spo2 probe was new and worked on another device. No malfunction of the device was observed.

Event description:
The customer reported that their core unit blue spo2 probe is not producing any readings.

Manufacturer narrative:
The customer reported that their core unit blue spo2 probe is not producing any readings. This issue occurred with a patient that was fresh post op.. No harm or injury was reported. The cable was tested on other monitors and it works as intended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 01/07/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 01/14/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 01/21/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: 01/07/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 01/14/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3 01/21/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: 01/07/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: 01/14/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3 01/21/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received.

Event description:
The customer reported that their core unit blue spo2 probe is not producing any readings.